Event description:
It was reported that the customer experienced high blood glucose for three days. It was stated that the night before the blood glucose was 580mg/dl. The customer delivered a bolus with the insulin pump, but the glucose level did not drop. Then the customer treated with pen and the blood glucose dropped to 140mg/dl. It was mentioned that the same problem occurred the day of call, and the infusion set was changed three times with no improvements. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.